Event description:
It was reported that the pt was hospitalized with abdominal pain and shortness of breath. The pt had 95% blockage of the carotid artery. The pt later expired. No additional info was available regarding the pt's cause of death. It was reported that the pt's death was unrelated to the implanted system. The pt's pump contained fentanyl 1643 mcg/ml delivered at 700 mcg/day, clonidine 2000 mcg/ml, baclofen 1571 mcg/ml, and morphine sulfate 10 mg/ml.